Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color, and the operator did not deploy the plug. Once removed from the body, it was noted that the guidewire loop had not deployed. Hemostasis was achieved instead with manual compression. There was no reported patient injury. The device was used after an emergency stroke procedure to seal the femoral artery puncture site. The vcd was used with a non-cordis 8f short sheath. Additional information was requested but not provided. The device was used following standard technique.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color, and the operator did not deploy the plug. Once removed from the body, it was noted that the guidewire loop had not deployed. Hemostasis was achieved instead with manual compression. There was no reported patient injury. The device was used after an emergency stroke procedure to seal the femoral artery puncture site. The vcd was used with a non-cordis 8f short sheath. The procedure was performed using a retrograde approach. The physician was certified in the use of the exoseal vcd. No visible device or packaging damage was noted prior to use. The device was stored and prepared according to the IFU. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% in or near the access site. The indicator wire cowling locked with the handle assembly, and an audible click was heard. The device was used following standard technique. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color, and the operator did not deploy the plug. Once removed from the body, it was noted that the guidewire loop had not deployed. Hemostasis was achieved instead with manual compression. There was no reported patient injury. The device was used after an emergency stroke procedure to seal the femoral artery puncture site. The vcd was used with a non-cordis 8f short sheath. The procedure was performed using a retrograde approach. The physician was certified in the use of the exoseal vcd. No visible device or packaging damage was noted prior to use. The device was stored and prepared according to the IFU. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% in or near the access site. The indicator wire cowling locked with the handle assembly, and an audible click was heard. The device was used following standard technique. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was for this evaluation. Finally, the indicator window was observed in the black/white and red position. No additional anomalies were observed during the visual analysis. Dimensional analysis was technically not required since the unit arrived in a fully deployed condition, making internal diameter verification unnecessary for this case. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of indicator wire deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed. The lever was depressed with indicator wire retracted. Lever depression would lead to indicator wire retraction. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.